Manufacturer narrative:
H 11: through follow up, livanova was informed the surgery date: (B)(6) 2019, the surgery was an aortic valve replacement on (B)(6) 2019, redo sternotomy performed. M. Chimaera was identified in a tissue culture taken on (B)(6) 2022. M. Avium intracellulare was identified in a blood culture taken on (B)(6) 2022. DHR review of possible involved device serial numbers has been completed and did not identify any deviations or non-conformities relevant to the reported issue. Source of patient contamination remains unknown and the livanova device involvement as well. Livanova already implemented a strategy to decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The device possibly involved and in use at the hospital at the time of surgery ((B)(6) 2019) was not equipped with vacuum and sealing kit since upgrade activity was performed on (B)(6) 2020. Livanova became aware of these cases through legal actions and we do not expect to receive additional information in the near future. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A review of the DHR and of the service history records did not identify any deviations or non-conformities relevant to the reported issue. Through follow-up communication with the chief perfusionist livanova learned that the water in the heater-cooler systems 3t in use is changed every day and they are stored dry. This is not in alignment with current instruction for use however reportedly the devices in use at the hospital are very clean and there is no sign of biofilm. The devices are located inside the operating theatre during use. It is unclear if device serial number (B)(4) (of this specific event) or (B)(4) was found to be contaminated by laboratory test conducted in the middle of 2020. Confirmation of the involved device is still pending to livanova as well as the type of contamination. However, the lab tests were conducted in the middle of 2020 thus, the status of device at the time of surgery (B)(6) 2019 remains unknown. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned

Event description:
Livanova received a report that a female patient undergone cardiac surgery on (B)(6) 2019 and an heater-cooler system 3t was used. It was alleged a serious infection, however no ntm or any specific ntm type was mentioned.